Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right ventricular (rv) lead revealed high capture thresholds. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.